Event description:
Healthcare professional reported left textured exchange due to concern with the product. Patient additionally reported left "water bubble above one nipple, lymph action" which are non device related. Patient representative later reported left "fear of alcl, anxiety", "seromas", "capsular contracture" baker grade unknown, "breast swelling", "physical pain", "loss of quality of life and depression", "rashes or itching". Patient representative also reported "chronic insomnia, irritable bowel, chronic gastrointestinal upset or reflex, diarrhea/vomiting", "nausea", and "significant weight loss" which are all non device related. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: white calcification, fold creases, curved openings with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured/anxiety.